Event description:
It was reported that the atrial lead could not pass through the guidewire during an implant procedure. Another lead was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of steel wire cannot get through the lead was confirmed. The cause of the reported event of steel wire cannot get through the lead was isolated to a severely over-torqued inner coil within the connector region.